Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: according to the information provided, it was reported that during the inspection of the expressew iii suture passer w/o hook it was noticed that the needle is not loading. The complaint device was received and evaluated. Visual observations reveals that the expresssew is slightly worn and used, but in expected condition. When reviewing the capture jaw, it could be observed that a little piece of a needle is stuck at the lower part. When performing the functional test, the needle could not be fully loaded into the shaft. We can conclude that the needle could not be loaded into the expresssew due to the little piece stuck. According with the functional test result, this complaint can be confirmed. The possible root cause for the stuck piece can be attributed to when removing the needle, it was pulled out from the distal end of the device which broke the needle. Since this device is reusable, the metal begins to lose its shape due to the continuous and heavy use and sterilization. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during the inspection of the expressew iii suture passer w/o hook device, it was noticed that the needle was not loading. There was no visible damage on the needle. During in-house engineering evaluation, it was determined that a little piece of a needle was stuck at the lower part that caused the needle to be not fully loaded into the shaft. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.